Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints reported from the lot. All information was investigated and a cause for the reported inability to remove the gripper line resulting in gripper line break cannot be determined. The reported patient effect of foreign body left in the patient appears to be a result of procedural conditions. Foreign body in patient is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. The unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report inability to remove the gripper line, gripper line break and foreign body in patient it was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 3-4. An xtr clip was inserted and the leaflets were successfully grasp. Therefore, the clip was attempted to be deployed. However, while removing the gripper line (gl), resistance was felt. The physician decided to stop retracting the gl and control the tension. Once controlled, the physician pulled on the gl; however, the gl then broke. Since the gl was still inside the clip, the clip delivery system (cds) was removed. The gl was then attempted to be removed, but was unsuccessful. Therefore, the physician decided to cut the gripper line at skin level and leave the remaining portion inside the anatomy. It was noted the gl remained attached to the clip. Mr was reduced to grade of 1-2. There was no clinically significant delay in the procedure. No additional information was provided.